Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 for a low blood glucose levels. The customer's blood glucose at the time of admission was 122 mg/dl. The customer stated that they were passed out under the house and the paramedics arrived to treat them. It is unknown what caused the low blood glucose. The customer declined having a replacement insulin pump sent to them. The customer did not have time to troubleshoot the issue.